Manufacturer narrative:
Patient gender was not provided. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not conclusively be determined. It was reported through the patient outcome that the patient expired on (B)(6) 2020. The cause of the patient¿s death was not provided. Hospital policy prohibits the account from providing further information regarding the event. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device was shipped to the customer on (B)(6) 2020. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2020. Due to hospital policy no further information provided.